Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was was reported: 8404hx was being used on an emergency intubation of a caesarean section patient, the light failed and they lost complete visualization and image on the screen. They reverted to direct laryngoscopy to intubate. There was no patient injury and no further intervention required. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: most probable root cause is the wear of adhesive on the tip of the c-mac blade caused by reprocessing. Consequently, liquid is entering the blade and affects the electronic and forces the led to fail/ light dimly. Further, the image sensor is influenced by the entered liquid and shows some disturbances/ fail of image. The event is filed under internal karl storz complaint ID: (B)(4).